Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's oxygen inlet was leaking. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a disconnected o2 sensor tubing on the smart pneumatic module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.